Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer passed away. Reportedly, the customer had an elevated blood glucose level prior to death; however, cause of death had not yet been determined at the time of the report, as autopsy was not yet completed. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.

Manufacturer narrative:
The failure investigation has been completed. The pump declared multiple cartridge alarms on the morning of(B)(6) 2022 beginning at 8:24 am, stopping insulin delivery. From 7:56 am to 10:31 am, the user¿s continuous glucose monitor (cgm) value rose from 81 mg/dl to 285 mg/dl. The customer last acknowledged these alarms at 10:13am, after which there was no further user interaction with the device. The pump continued to alarm every 3 minutes to indicate that the pump was still in an alarm state. At 11:31 am, the user received a cgm alert, indicating their glucose reading (73 mg/dl) was below the user threshold (75 mg/dl). At 11:36 am, a cgm alert (cgm low alert) for a reading of 55 mg/dl was enunciated. From 11:37 am onwards, the screen turned on every 3 minutes and gave an audible alarm sound to indicate the pump was still in an alarm state, and also indicated it was still in a cgm alert state. From 11:51 am to 1:31 pm, the user¿s bg stayed at 40 mg/dl or below. Based on the analysis, the customer's glucose readings are observed to be decreasing to hypoglycemic levels beginning at 10:31am on (B)(6) 2022, even though insulin delivery was suspended at 8:24 am due to the alarm state. The pump was not in use at the time of the low blood sugar.